Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 2 of 6. The patient stated that he woke up and noted that the patient line had inadvertently separated from the transfer set. The patient did not know how this happened. (B)(6) asked if the patient reconnected and the patient said yes. (B)(6) had the patient close the transfer set and explained that a large amount of air had entered into the disposable set. (B)(6) had the patient cycle power and advised that therapy had ended. The patient elected to complete therapy manually. (B)(6) also advised the patient to contact their dialysis nurse due to the possibility of an infection. Product surveillance contacted the patient's dialysis nurse. The nurse stated she was not aware of the system error but would be following up with the patient today. The nurse stated the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the system error 2240 was caused due to air being sucked into the disposable after the patient line inadvertently separated from the transfer set. The lot information was unknown; therefore, a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).